Manufacturer narrative:
Concomitant medical devices: 439888 lead and dtma1q1 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited threshold and sensing "issues." The lead was explanted and replaced. No patient complications have been reported as a result of this event.